Manufacturer narrative:
Findings: unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Boluses were properly delivered and recorded in history. No delivery anomaly noted. Unit functioned properly. Unit received with minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that she/he was hospitalized due to high blood glucose. Customer's blood glucose at time of emergency room visit was 429 mg/dl. The customer was admitted to the hospital. The customer experienced symptoms of high blood sugar, stomach pain and felt dizzy. The customer cause of the emergency room visit was hypoglycemia. The customer was treated with IV drip and insulin. Customer was not wearing the pump at the time of emergency room visit for 15 hours. Customer declined to troubleshoot and request for a replacement pump.